Event description:
It was reported that the plunger rod overrode the intraocular lens (iol) in the cartridge, tearing the lens. There was no patient contact and no reported patient injury as this occurred prior to use. The procedure was completed successfully using a back up iol.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Initial reporter telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: apr 5, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received stuck inside the handpiece¿s cartridge tip and defects of lens damage and detached haptic were also observed before and after cleaning (no override was observed). Cartridge damage (bent) and cartridge crack (plunger rod punctured through cartridge) and a bent plunger rod tip (consistent with excessive force) was observed. No additional assembly issues or defects were observed before and after disassembling the handpiece for evaluation. Trace amounts of viscoelastic was observed in the handpiece's cartridge which suggests that an inadequate amount of ovd was used during loading and insertion which can contribute to the reported complaint issue and observed defects. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.